Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a perforation and effusion occurred while implanting the atrial leadless device. Pericardiocentesis was performed to resolve the clinical events. During this time, the patient experienced a drop in blood pressure. After the drainage was completed and the blood pressure stabilized, the patient went into cardiac arrest. The patient was successfully resuscitated. The atrial leadless device implant was aborted, and the patient is in stable condition.